Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx) artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another 3.00mm x 15mm nc emerge® balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 11mm longitudinal tear in the balloon wall from the middle to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx) artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another 3.00mm x 15mm nc emerge® balloon catheter. There were no patient complications nor injuries reported.